Event description:
It was reported that the device had a service message. Physio-control evaluated the device and observed a lock up failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of the lock up malfunction to be a temperature sensitive ic chip, designator u8.